Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade iii/IV. Later, healthcare professional reported, "any creases" as a surgical observation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Creases/folding of implant: is observed. Additional observations: white particles were observed on the shell. Voids are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade iii/IV. Later, healthcare professional reported, "any creases" as a surgical observation. The device has been explanted and replaced.